Event description:
On (B)(6) 2012, global pharmacovigilance reported to corporate product surveillance (cps) on behalf of a doctor that a patient who had a peritoneal dialysis catheter inserted had had the minicap transfer set disconnect from the catheter adapter. Cps contacted the registered nurse (rn) at the contact information provided on (B)(6) 2012. She stated that she was unaware of this incident. She was going to follow up with her team and then call back within one week. She asked for a call back if cps did not hear from her in one week. Cps contacted the nurse again on (B)(6) 2012. She was unable to obtain any information about this event from her unit. On (B)(6) 2012, additional contact information was provided for the original reporter of the event. Cps contacted the medical doctor on (B)(6) 2012. She stated that she was not aware of the incident either. Baxter is currently attempting to obtain additional information regarding this event. Cps spoke with the clinical educator on (B)(6) 2012. She did not have any further information regarding this event other than the fact that the patient had gone in to the emergency room. No further information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The lot number and sample availability are unknown as no further information was available concerning this event. This complaint for a report of a connection issue could not be confirmed. The root cause was undetermined.